Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon evaluation a flash failure was found at pin a25 of the flash memory (components u102 and u105). The cause of the failure cannot be positively identified but is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the defective flash memory. The pt was issued a replacement monitor.

Event description:
The friend of a (B)(6) old male pt contacted zoll customer support to report that the monitor made a loud screeching noise and would not power up. The pt was issued a replacement monitor.